Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the stent grafts were implanted without issue. A recent CT demonstrated that the stent graft did not have a good distal seal (no endoleaks present) and type ii endoleak. The physician elected to implant an (B)(4) extending the stent grafts down. There was less than 1 cm of stent graft into the common iliac artery. It appeared to be fine at the time of implant. The type ii endoleak was treated by coiling and successfully resolved type ii endoleak. No additional clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (endoleak), failure to follow instructions (distal seal length was less than 1cm at implant), patient's condition affected effectiveness of device (type ii endoleak, short iliac sealing length). Evaluation, conclusion: device failure/lack of effectiveness related to patient condition (type ii endoleak, short iliac sealing length), user error contributed to event (distal seal length was less than 1cm at implant).